Manufacturer narrative:
Concomitant medical products ¿ tibial tray, catalog: 00595404702, lot: 62227179; nexgen standard primary patella, catalog: 00587806535, lot: 62134227; lps flex femoral, catalog: 00596201752, lot: 62173434; unknown femoral nail.

Event description:
Patient underwent a right knee revision procedure approximately four years post implantation due to fracture of the articular surface caused by migration and interference of an unknown femoral nail. The articular surface was removed and replaced.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface confirms post is damaged and some wear on the surface. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.